Event description:
It was reported there was a cerebrospinal fluid (csf) leak and inadequate pain relief. There was a refill on 2013 (B)(6) and an examination/palpation 3 days later showed erythema and edema to lumbar incision. Ultrasound on 2013 (B)(6) showed seroma at the tip of the lumbar incision site. Four days later clear drainage from the lumbar incision and mild tenderness to the site was diagnosed. The severity was noted as ¿mild.¿ the system was being used to deliver morphine. Additional information received reported, the event was unrelated to the device or therapy but was related to the implant procedure. It was reported that on 2013 (B)(6) examination/palpation showed a pain level of 9/10. Steri-strips and matisol were applied to the drainage site. There was surgical intervention on 2013 (B)(6). A pump check demonstrated the catheter was patent without leak. The catheter was pulled back approximately ½ segment and additional sutures were placed around the catheter entry. Repair of the cerebrospinal fluid leek was done with a tilsseel device. The patient recovered without sequelae on 2013 (B)(6).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).